Event description:
It was reported that an unspecified amount of the bd insyte¿ autoguard¿ shielded IV catheters reflex valve is not functioning properly. The following information was provided by the initial reporter: I have received notice from CT and MRI that the 22g x 1in cath needles are malfunctioning. Nurses have said that the reflex valve is malfunctioning so blood keeping flowing before they are able to attach the connector of the IV.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3292291. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.